Manufacturer narrative:
This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. Evaluation of complaint data for the architect anti-hcv, list number 6c37-27, lot number 70196li00 determined that there is no unusual activity for the lot and no trends for the issue for the product. Sensitivity testing was performed with a retained kit of lot 70196li00 with two sensitivity panels (core only panel (panel a), ns3 only panel (panel b) and all values met specifications. Additionally, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9041 and hcv 9047). The seroconversion panel results were compared to architect hcv test results provided by zeptometrix. The reagent detected the same bleeds as (B)(6) with comparable s/co values for the seroconversion panels. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of labeling concluded that the issue is adequately addressed. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Event description:
The customer reported a (B)(6) architect anti-hcv result on one patient. The results provided were: (B)(6). There was no reported impact to patient management. There was no additional patient information provided.